Event description:
It was reported that the user experienced a low blood glucose followed by a high after announcing a ¿usual for me breakfast¿ before bed for a smaller snack while using the ilet, and later queried possible overtreatment of a low; documented glucose values ranged from 67 mg/dl to 244 mg/dl with approximately one hour outside 70¿180 mg/dl and no alarms noted. Symptoms included shakiness and nausea. Outcomes included no medical intervention, no use of backup therapy, and no ketone testing. Investigation included review of device data and user education on appropriate low treatment options and target range. Investigation of this case revealed incorrect meal size entry leading to a mismatch between announced carbohydrates and actual intake, contributing to the subsequent hyperglycemia, and user behavior regarding low treatment was addressed. It was concluded that the event was attributable to user-related meal announcement error with device performance consistent with design.